Event description:
It was initially reported that the yoke connection to the bottom of the baseunit was faulty and didn't give the surgeon stability when operating. The screw didn't appear to connect to the base unit fully, allowing it to rock slightly when pressure was applied. The product was in contact with the pt but there was no pt injured or death alleged. It was unk if the event lead to an increase in surgery time. The mayfield 2000 radiolucent headrest system ((B)(4)) had not been used in a couple of years by the customer and the unit was reported to be the old mayfield radiolucent without the "yellow and blue markings". Add'l info was received from the customer on (B)(6) 2012, with the following: the product problem was discovered before surgery started. The pt was in a fowler's position. There was minor delay in positioning the pt appropriately in the mayfield. The main issue was reported as the mayfield wasn't properly secured. It wasn't as secure as the surgeon wanted it to be. The operation was completed and the pt outcome was reported as "ok".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.